Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Initial reporter phone: (B)(6). (B)(4).

Event description:
It was reported that 3 syringe 0.3ml 31ga 6mm halfunit 10bagsla separated from the hub during use. The following was reported by the initial reporter: "in the last batch purchased, when he removes the safety shield (orange cover), the needle looses from the syringe body (together with the plastic part), getting stuck in the orange shield. It occurred in 3 syringes from the same batch. Has occurred in 2017 too."

Event description:
It was reported that (B)(4) syringe 0.3ml 31ga 6mm halfunit 10bagsla separated from the hub during use. The following was reported by the initial reporter: "in the last batch purchased, when he removes the safety shield (orange cover), the needle looses from the syringe body (together with the plastic part), getting stuck in the orange shield. It occurred in (B)(4) syringes from the same batch. Has occurred in 2017 too."

Manufacturer narrative:
Investigation summary : no samples were returned therefore the investigation was performed based on the photos provided. One photo of 1 loose 0.3ml bd insulin syringe was provided. The customer reported when he removes the safety shield (orange cover), the needle looses from the syringe body (together with the plastic part), getting stuck in the orange shield. The photo was examined, and it was observed that the needle hub/shield assembly was separated from the barrel. A review of the device history record was completed for batch# 9231312. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause for this defect cannot be determined. Capa1630423 has been opened to address this issue.